Event description:
It was reported that this device migrated to the lateral edge of the collarbone and was touching the shoulder causing pain or discomfort. The physician recommended device relocation or revision procedure. Furthermore, boston scientific technical services (ts) explained the procedure and referred to the physician for details. Additional information was obtained which indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.